Event description:
Following a diagnostic procedure on 07/09/99, and angio-seal device was inserted without difficulty. On 7/21/99 the pt presented with an infection, onset and circumstances unk. Exploration surgery of the right groin revealed staphylococcus aureus. The course of treatment is unk at this time.